Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the probe was not functioning. The issue was found after the package was opened and used during surgery. The package was not damaged. The product was placed in a biohazard bin prior to hcp retrieval. Opened a new probe that did work. There was no other issues with remaining 4 probe in the same lot number. There was no known patient impact in this event.